Event description:
It was reported the patient underwent total left hip arthroplasty on (B)(6) 2005. Subsequently, the patient was revised on (B)(6) 2006 due to unknown reasons. The cup and head were removed and replaced. The patient was revised again on (B)(6) 2014 due to pain and loosening of the cup. The cup and head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2015-00113).